Event description:
It was reported that during a laparoscopic sigma procedure, the active blade was broken, and fell into the patient. The blade was removed with forcep through the trocar. A new instrument was used to complete the case with no patient consequence. No further information is available.

Manufacturer narrative:
458246-0. Date sent: 07/14/2006.